Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered for the lead. The lead was noted to exhibited non-physiologic noise. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. Continuation of concomitant: d314drg ICD, implanted (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and low impedance spikes. The superior vena cava (svc) coil was turned off and alerts for the svc coil impedance was turned off. The remainder of the lead is still in use. No patient complications have been reported as a result of this event.